Event description:
Two days after implantation of a 3.0x20 mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. During the initial procedure, a 90% stenotic lesion was located in the distal right coronary (rca) artery. The vessel was reported to not to be tortuous or calcified. A 3.0x20 mm taxus stent was deployed to 12 atms for 40 seconds in the target lesion. A post-intervention percentage stenosis was not reported. The pt received heparin and integrelin during the procedure and aspirin and plavix following the procedure. No info was reported on pt complications. The pt presented 2 days after the initial procedure with an in-stent thrombosis in the distal rca. A pre-intervention percentage stenosis was not reported. After balloon dilation with 3.0x15 mm maverick otw balloon, a 2.75x12 mm faxus stent was deployed in the distal rca and post-dilated with a quantum 3.5x15 otw balloon. A post-intervention percentage stenosis was not reported. During the procedure, the pt experienced chest pain (2-7/10), an episode bradycardia (56 bpm) that was treated with IV attropine, and an episode of techycardial (108 bpm) with premature ventricular contractions. Re-intervention pt complications were reported as "none".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and co is not able to determine the root cause of this event. The MFR records for top assembly batch 8452748 have been reviewed and no issues or discrepancies were found.